Manufacturer narrative:
The particular device is not under a dräger service contract. The hospital's biomed was seeking dräger's assistance on the phone, provided the electronic log file and reported that the diaphragm of the piston ventilator looked already worn and pinched. The log file indicates that the supervisor software has shut down automatic ventilation for safety reasons because a too high driving current for the ventilator motor was measured for a time period that exceeded the defined threshold. This finding is in line with the reported wear status of the piston diaphragm - wrinkles or other deteriorations may have hindered piston movement in consequence of which the motor consumes a higher current than usual. It was responded to the hospital that the piston diaphragm shall be replaced. Dräger has not received feedback afterwards. The device is subject to regular inspections, one check item is the visual appearance of the piston diaphragm. It shall be replaced if clear signs of wear and tear can be observed or preventively every year. It is not known to dräger when the last replacement was performed. Finally, it can be concluded that the system behaved as designed for this specific error condition. Manual ventilation with the built-in breathing bag is further possible when a shut-down of automatic ventilation was forced.

Event description:
It was reported that the unit stopped working during a case. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.¿.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the unit stopped working during a case. There was no patient injury reported.